Event description:
A ten year old boy was originally implanted on 5/15/96. He returned to the clinic for his initial device fitting and was successfully fitted. His implant system continued to function normally and both his parents and the implant center's audiologist have indicated that it was making progress with his clarion. Info rec'd from the implant center indicates that the child hit his head in october 1997 necessitating being reprogrammed from monopolar to bipolar mode. The circumstances surrounding the event are unk at this time. By the time pt returned to the center for routine device evaluation on 3/12/1998, the audiologist was only able to obtain impedance readings on one of the system's electrodes. The decision was therefore made to explant the device.

Manufacturer narrative:
Confidentialiy: advanced bionics believes that disclosure of info regarding device eval could substantially harm its competitive position. Advanced bionics submits this info in confidence expecting FDA will withhold it under exemption 4 of freedom on info act. We believe that any disclosure of info by federal employee could constitute a violation of criminal law (18 u.s.c. Section 1905) section h.6 device eval consisted of: review of device history record (DHR); visual examination, x-ray examination; electrical testing; hermeticity testing; and internal visual examination. Section h.6 - device failure was attributed to electronic failure. Please refer to attached device failure analysis report. Background; pt was originally implanted on 5/12/1996. He returned to clinic for his initial device fitting and was succesfully fitted. His implant system continued to function normally and both his parents and implant center's audiologist have indicated that pt was making progress with his clarion. Info received from implant center indicated that child hit his head in 10/1997 necessitating being regrogrammed from monopolar to bipolar mode. Circumstances surrounding event are unk at this time. By time pt returned to center for routine device eval on 3/12/1998, audiologist was only able to obtain impedance readings on one of system's electrodes. Decision was therefore made to explant device. Revision surgery was on 3/27/1998. Review of device history record (DHR): mfg start: 10/30/1995. Mfg end: 12/18/1995. Review of mfg history for this device showed that no rework occurred during its MFR. Visual examination: external visual examination did not reveal any damage to the device. Ics case was intact and in good condition. Electrode was also in good condition with all electrode balls in place. No broken wires in fantail region were noted. Bright light examination: bright light examination was not performed since x-ray inspection was performed. X-ray examintion: x-ray examination did not reveal any internal damage to ics receiver or electrode wires in fantail region. Electrical testing: high impedance measurements, reported by clinic, sere confirmed via pcit testing. Testing in accordance with ctp-1008, ics device testing, test 11, verified operation of hybrid portion of ics. Electrode impedance measurements made per ctp1058 also indicated that all values were 999k. Case hermeticity testing (leak testing): this device was subjected to gross leak testing at +125 degrees c and passed. The device was then subjectec to fine leak test. Leak rate was determined to be 1.0 x 10-9 cc-atmospheres/second, which meets minimum requirement. Case removal: case was removed to enable internal visual examination. Internal visual examination: internal visual examination revealed that substrate was broken in two placed just above conductive epoxy header lead mounts. Substrate at point was in three pieces. Outer most feedthru leads on both sides (ten total) were separted from main body of substrate by cracks while middle severn feedthru leads were still connected to main body of substrate. No other damage was noted. Two placed where rtv material is added to act as spacers between inner surface of case and substrate were alos inspected and measured to assure that they were within specification limits. It was verified that measurements satisfied less than 0.059-inch height requirement. Rtv was found to be intact and undamaged. Internal electrical testing: internal electrical testing was not performed due to condition of device. Conclusion: casue of this device's failure was broken substrate. It is likely that cracks either formed or began to propagate when impact to implant site occurred in 10/1997. It was reported that reprogramming had to occur after incident that changed strategy from monopolar to bipolar stimulation. It is likely that at initial impace crack formed or propagated that interrupted ground connection to case band. This would account for need to change strategies since case band could not longer act as electrical return for monopolar operation. As cracks continued to propagate, more electrodes were lost even to bipolar operation until pt returned to center for device eval. With electrical return broken all channels read 999k impedance when audiologist tested them. Only test that is capable of detecting this failure mode is electrode electrical test, defined in ctp-1058. Last time this device passed test was on 12/1/1995, just before final packaging and sterilization. All subsequent testing was performed in accordance with ctp-1008, test 11, which only tests functionality of hybrid portion of device. Test 11 is performed at packaged level of assembly and beyond. This device functioned normally using monopolar strategy for approx 18 moths unti impact occurred. This substantiates fact that device was fully functional until impact caused initial damage to substrate. Review of mfg record for this device did not indicate that any unusual handling or excessive removals from case band assembly were experienced during which damage could have occurred. It is unlikely that this crack was present during initial build of this device since this device passed all environmental screening tests including temperature, cycling and vibration and was implanted successfully. Possible scenario would involve excessive side loads being applied to substrate due to slight misalignment of substrate to header. This condition could have resulted in side load, which could result in presence of pre-stresses in substrate material in area where cracks ultimately formed. Impact experienced by pt at implant site may have caused crack to form and propagate interrupting case band grond lead. Due to condition of mating surfaces at substrate crack site it is not possible to reconstruct and measure this device's substrate to header perpendicularity.